Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect - clinical code. Additional information was requested, and the following was obtained: the event date should update to be (B)(6) 2024. After investigation, the patient was a 17-year-old male who underwent surgery in hospital on (B)(6) 2024 (the specific patient's diagnosis and surgical name were unknown). The surgeon used sxpp1a404 for muscle fascia sewing in a continuous suturing manner during the surgery. The suture broke during the sewing. No new suture was replaced due to the surgeon considered that the device was a symmetric suture. And the sewing operation was continued. The subsequent surgery went smoothly. On (B)(6) 2024, the doctor found that the patient's wound drainage volume was increased and the incision was dehisced, so the patient was given secondary sewing. No subsequent adverse events were reported.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested but unavailable: please clarify the event that occurred intra-op during the initial procedure: did the suture break during the initial procedure? What is meant by ¿there was no problem with a stabbing blade¿? Please explain. What does ¿stabbing blade¿ refer to? Please explain. Were there any adverse patient consequences that were due to the intra-op suture breakage? Please clarify the event that occurred 7 days post-op: what is meant by ¿the blade cracked¿? Please explain. Was there an issue with the suture on post-op day 7? If yes, please explain. Did the suture break? Did a barb on the suture break? Did the fixation tab break? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the stratafix suture break post-op? If so, where was the break noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and a barbed suture was used. Post-op, the patient had poor wound healing. On the 7th day after surgery, the patient's drainage flow increased, and the blade cracked. The doctor provided suturing treatment. At that time, it was impossible to remove it when it broke, and the touring nurse has been informed. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare®. ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = 2360 g/m. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: ****please clarify the event that occurred intra-op during the initial procedure: did the suture break during the initial procedure? What is meant by ¿there was no problem with a stabbing blade¿? Please explain. What does ¿stabbing blade¿ refer to? Please explain. Were there any adverse patient consequences that were due to the intra-op suture breakage? ****please clarify the event that occurred 7 days post-op: what is meant by ¿the blade cracked¿? Please explain. Was there an issue with the suture on post-op day 7? If yes, please explain. Did the suture break? Did a barb on the suture break? Did the fixation tab break? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the stratafix suture break post-op? If so, where was the break noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? Note: related events reported via 2210968-2024-05057.